Manufacturer narrative:
(B)(4). The customer reported repeatedly getting a system failure cycle power, error code 10003 when the device was powered up for use. There was no adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported repeatedly getting a system failure cycle power, error code 10003 when the device was powered up for use. There was no adverse patient impact.